Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during a colonoscopy procedure. The water tubing was switched with no improvement, so the procedure was finished with a different scope. Following the procedure, the scope was cleaned with the scope buddy and medivator, then water flow was checked again after the brushing and cleaning. There was still no water flow.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was presumed as an adhesion of white residue inside channel tube which was further presumed to have occurred as a result of adding simethicone to the water supply tank used for auxiliary water supply and air/water (a/w) supply. However, it was not possible to obtain information to specify it. It is recommended that the user facility review the method of the nozzle cleaning process of the device in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the labels were peeling, the insertion tube insulation was out of standard due to scratches, switch 1 was chipped, the distal end was scratched and dented, the bending section rubber glue was cracked, the insertion tube was scratched, the air/water supply was low due to a detergent clog, the auxiliary water flow was low due to a detergent clog, the light guide tube was scratched, and the scope connector had fluid. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a problem where water was not flowing out of auxiliary water inlet. The issue was found during a procedure. Inspection and testing of the returned device found detergent or disinfectant solution remains clogging the air/water channel and auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.